Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region #13, its non-osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, after the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. Follow up sent to justify the absence of lot number.

Event description:
(B)(4). The dentist reported that 6 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).